Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was chipped. The blood glucose at the time of the incident was 130 mg/dl. The device will be returned for analysis.